Event description:
It was reported that on 2013 (B)(6), the healthcare professional (hcp) examined the patient and discussed the fact that the lead moved and that the surgeon, one day later, readjusted the lead placement so that the patient had great coverage of their severely painful areas. It was noted that the patient reported good coverage of their painful areas. This was also described as ¿excellent¿ coverage. It was noted that the surgeon got the lead in the proper anatomic position. It was noted that the patient tolerated the post-operative pain well. It was further noted that the hcp temporarily increased the patient¿s short acting medicines to ¿msir.¿ it was noted that the patient only used a modicum of doses. The patient was back to taking their usual doses of ms contin 60mp every 12 hours and norco 10/325 one to two up to four times a day when necessary for breakthrough pain. It was noted that there was neurogenic pruritus surround gluteal incision. It was noted that there were no abnormal impedance measurements. Other notes from the 2014 (B)(6) hcp appointment were as follows: the patient¿s past medical history was described as no change from the previous visit on 2013 (B)(6). It was noted that there was no change in medication from previous visit of 2013 (B)(6) except as noted above. There was no change in allergies from the previous visit of 2013 (B)(6). There was also no change in family medical history from the previous visit of 2013 (B)(6). It was noted that the patient was able to take walks with their wife and their activity tolerance was markedly improved. It was noted that no other symptoms in other anatomic areas or organ systems were identified other than what was mentioned in the history of present illness. The physical examination of the patient was as follows: for the head, the cranial nerves were normal to inspection. There was no severe nasal congestion. In regards to the eyes, the sclerae were anicteric and noninjected and the pupils were neither dilated nor constricted. In regards to the neck there was nocervical adenopathy and the trachea was midline. The respirations were even and unlabored. The pulse was regular. In regards to the extremities, there was no clubbing or cyanosis. There was no unexpected peripheral edema in areas inspected. There were no significant rashes or lesions noted. Th ere were no cutaneous abnormalities consistent with a neuromuscular diagnosis in areas inspected. In regards to the musculoskeletal there was no evidence of fasciculation or atrophy in areas examined. There was no unexpected lordosis, scoliosis or kyphosis in the cervical, thoracic or lumbar spine. It was noted that detailed mental status testing was not done, however, the patient was able to give a good history and timeline. It was noted that gait and station were normal when pain inhibition was taken into consideration there was less of an antalgic gait disturbance than prior. Movements were well coordinated with no evidence of movement disorder in the facial musculature cervical spine or limbs. There was no observational evidence of significant spasticity or tremor in the upper or lower limbs. There was no myotomal weakness noted during ambulation. It was noted that a lioderm patch would be prescribed. It was noted that if not funded, prilocaine lidocain cream under tegaderm. The hcp wanted the patient to stay on their current dose of opiates for at least the next two months. The hcp would see the patient back in two months and would discuss starting of a long-range taper.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).